Event description:
S/p original implant of medtronic defibrillator. On interrogation, device found to have low impedence in shocking circuit with a charge time greater than 30 seconds with failure to deliver therapy.